Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant, the patient experienced recurrence, small bowel obstruction, dense adhesions on the mesh, abdominal pain, and distended bowel. Post-operative patient treatment included ventral incisional hernia repair, removal surgery, exploratory laparotomy, lysis of adhesions. The device had been used with an unknown absorbatack and unknown protacker.